Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the packaging blister damaged or was the seal broken? Was the product sterilized or subjected to any other processes before application? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? Are any pictures available? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? How was the device handled when crushing the ampoule? What is the name and date of the surgical procedure?

Event description:
It was reported that the surgeon performed a draining abscess procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the surgeon squeezed the product and felt a stick in his thumb. There were no patient consequences reported. Additional information has been requested. This medwatch report is in response to receipt of voluntary medwatch report (B)(4).